Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6)2015. Reported device not marketed in the united states, however similar devices are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Product detached.